Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue may impact the user'sability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: on examination, the display lens was damaged; scratched. Unrelated to the original complaint, the display screen was dim/faded and discolored, the battery compartment was cracked and the pump case was cracked.